Event description:
Ligasure advance was placed on surgical drapes immediately after use. The ligasure was immediately removed from the field and there was a hole melted in the drape from the ligasure.